Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during follow-up in clinic, high capture threshold and failure to sense were observed on the left ventricular lead due to dislodgement. The lead was explanted and replaced. Patient was in stable condition before, during and after the procedure.